Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted in the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, after the physician cauterized into the collection, the first flange of the stent did not open. The procedure was successfully completed using a second device of the same type. There were no complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent first flange failure to expand. Block b5 has been updated with the additional information received on july 21, 2025.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery-enhanced delivery system was to be implanted to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, after the physician cauterized into the collection, the first flange of the stent did not deploy. The procedure was successfully completed using a second device of the same type. There were no complications reported as a result of this event. Additional information received on july 21, 2025 the physician was using the eus method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1:1 fashion. The first flange of the stent did not expand. The intended anatomical location of the stent placement is from the transgastric to the pancreas.